Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed farfield oversensing of ventricular activity on the atrial channel. P-wave amplitude = 5.5 mv, and atrial sensitivity was set to 0.5mv. It was also noted that the patient's underlying heart failure was worsening and the patient was experiencing recurrent syncope unrelated to the device. This crt-d remains in service. No adverse patient effects were reported.